Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having a low battery hazard alarm while connected to the mobile power unit (mpu). The vad coordinator checked all the connections and found no visible damage to the equipment. When the patient was connected to the clinic power module, there was no alarm. The patient was sent home with a loaner mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low battery hazard alarm while being connected to the mobile power unit (mpu) was not confirmed. No log file was submitted for analysis and the mpu (serial number (B)(6)) was not returned for analysis. Multiple requests for additional information were made to obtain additional information about the reported event such as if the mpu will be returned for evaluation and the tracking number information; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low battery hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook, under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mobile power unit, system controller power cables, 14v battery clips, 14v batteries, and section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and mpu power cables for damage and inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 29jan2020. No further information was provided. The manufacturer is closing the file on this event.